Manufacturer narrative:
The follow-up was submitted to correct the UDI number.

Manufacturer narrative:
The device was explanted, but was not returned for analysis. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient experienced urinary issues following an implant procedure. The patient presented to the emergency room a few days after the implant and received a catheter. The trial leads were subsequently explanted. The physician indicated that the reported inability to urinate was a pre-existing condition which was accentuated by anesthesia during the implant procedure. The catheter was removed and the patient received medication. The reported urinary issue was resolved. The patient reported receiving effective therapy prior to removal of the trial implant.